Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed. The device was reprogrammed. The patient was asymptomatic and was fine before, during and after programming changes.